Event description:
It was reported the patient experienced difficulty with coupling and recharging. The patient was only getting 2 bars with recharging. The device was confirmed to have flipped and had not been flipped back. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).